Event description:
Caller reported a malfunction on the pump, identified with a malfunction code but without any notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the issue did not recur. Customer was advised to continue using the pump and to contact support if the malfunction code appears again, which they acknowledged and understood.